Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a procedure performed on (B)(6) 2024. During the procedure, upon withdrawing the catheter, it was noted that the tip of delivery system was detached. The tip and the stent were found in the working channel of the endoscope. Reportedly, the procedure was completed with another device using the same endoscope. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.